Event description:
A patient returned to the ccu, coronary care unit, from the cardiac or with a chest tube connected to the atrium pleurovac dry suction unit. The pleurovac did not have any water in the water seal chamber. There was no harm noted to the patient.